Manufacturer narrative:
Reference: voluntary medwatch report #mw5155431.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited over-sensed noise. No further information was available.